Manufacturer narrative:
The pump passed the self test. No display anomaly was noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a broken reservoir tube lip, and a cracked reservoir tube. No moisture damage was noted on the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a blank, black display screen. The customer's blood glucose reading was 128 mg/dl at the time of incident. Troubleshooting found that the pump was unable to perform the self test. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.